Manufacturer narrative:
Reporter is a synthes employee. Service and repair history: the previous service event for part number 03.641.004 with lot number(s) h430307-06 has been reviewed. The customer called in a service request for this item on 19-nov-2020 for failed calibration. The item was previously returned for service on 9-sep-2019 due to failed high. The previous service condition of failed high is relevant to the current complained issue of failed calibration. The manufacture date of this item is 12-feb-2018. The service history review is confirmed. Service and repair evaluation: the repair technician reported the device failed torque testing. The cause of the issue is failed low. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during evaluation at service and repair, a socket wrench for vertical expandable prosthetic titanium rib nhut was failed in calibration. There was no patient involvement. This report is for one (1) socket wrench for veptr nut. This is report 1 of 1 for (B)(4).